Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. The reported adverse event/incident was identified by endologix through an ongoing review of industry relevant journal articles where patient related outcomes are presented anonymously, and patient specific device information is unavailable. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed as the reported event was found during publication review where the patient information is anonymous. Device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The reported incident was identified by endologix through review of an industry relevant journal article. Doi: 10.1177/15266028241284364. It was reported that 535 patients were enrolled from 43 italian and spanish centers between november 2019 and august 2021. Afx2 bifurcated stent graft system were implanted in patients to treat abdominal aortic aneurysms (aaas), penetrating aortic ulcers (pau), or isolated infrarenal aortic dissections. It was reported within the journal article that there was an interoperative type I endoleak that was left untreated, no further information is available. The exact hospital, case date, event details, lot numbers, and catalog numbers are unknown. No additional information will become available regarding this initial/final report due to the absence of patient identifiers.